Event description:
It is reported that pt was revised due to aseptic loosening.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the component is unk. Neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.